Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 166797f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 166797f met all release criteria prior to product release. There are no similar reports for this lot. (B) (4). (B) (4).

Event description:
Adverse event(s): "eyes started to feel bad and painful, felt sore, stinging" (pain); "eyes had a cloudy film on them" (no code available); "toxic reaction" (reaction); "dry and painful in her eyes, extreme dryness" (dry eye(s)); "burning" (burning sensation); "light sensitive" (no code available). Product problem(s): "none reported" (no info). A consumer reported she experienced a toxic reaction, cloudy eyes, stinging, soreness, burning, dryness and light sensitivity with use of this product. She indicated that after the events initiated on (B) (6) 2010, she bathed her eyes in water that evening. The following morning she awoke with extreme stabbing in both eyes and had difficulty opening them. She again bathed her eyes in warm water and self-treated with a pain relief medication. She stated that she visited an optometrist who upon examination said, she had a toxic reaction to the product and recommended she go to an eye hospital immediately. The consumer reported that the doctor at the eye hospital confirmed the toxic reaction diagnosis and instilled anesthetic eye drops to provide relief and advised her to discontinue contact lens wear for three weeks. She indicated the doctor treated her with preservative free dry eye drops every two hours and a gel at night to regain the moisture. She was told to return to the hospital for examination of her eyes in case of infection. She stated that the doctor told her that her eyes were healthy and this was just a toxic reaction to the product causing extreme dryness. When the consumer visited the eye hospital again on (B) (6) 2010, she stated the doctor was happy with her progress and there was no infection. She was continuing with the eye drops and gel. At that time, she indicated her eyes were still sore and very dry.